Manufacturer narrative:
(B)(4).the reported problem was verified. The graphic user interace (gui) touch frame and gui touchframe cable were replaced. All performed tests were then passed per the manufacturer's specifications.

Event description:
It was reported that during patient use, a screen block alarm initated. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm.